Event description:
It was reported that during an atherectomy procedure of a restenosed multi-link stent, the cutter bound up in the stent. The physician was cutting at the proximal edge of the previously implanted stent. On the 37th pass, the cutter bound up in the stent, the drive shaft torqued to failure, and the guidewire was immobilized. The physician forcefully removed the atherectomy device out of the coronary, putting the stent with it. The lesion became 100% occluded. The physician successfully placed another company's stent at the explantation site to prevent serious injury.